Manufacturer narrative:
D4: lot #: replace 21c043 with 21e018. The actual device was received for evaluation. The sample was returned containing 52 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that it took longer than 24 hours to complete the infusion. The device had been filled with tazocin 13.5g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.